Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was capped and replaced on (B)(6) 2020 due to oversensing. More information was requested but not provided.

Event description:
New information noted that the patient in clinic when the sensing anomaly was discovered. Noise was observed. Patient was stable post procedure.